Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels the current bg level was 214 mg/dl and the past high bg levels could not be recalled. The cause of the high bg was not known and correction boluses were delivered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the information and had no further questions.